Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
The primary surgery was performed on (B)(6) 2000 via tka. It was reported that the patient had started to feel something wrong with the knee joint since 2019, and it was diagnosed by x-ray with body weight loading that dislocation tendency of tibial posterior and it was considered that part of the tibial insert breakage and wear of the tibial insert (p/n: 910142000) caused by deterioration over time. No further information is available.